Event description:
It was reported by field service report: symptom "balloon reset to 30cc from 40cc after hours in operation. As a result, the pump was switched off the pt. Findings/actions taken: could not duplicate problem. Checked connections; ok, inserted 30,40,50cc balloon connector. Tested ok. Checked different volume settings. Function was ok. Arterial pressure default went to monitor. Replaced input/output board. Electrocardiogram leads not functioning properly; notified biomed.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.